Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has burning smell. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: confirmed complaint:ds2 is burning therapy pca,lcd display,blower box,top enclosure,center enclosure-thermal damage. Secondary findings: therapy pca:no power.